Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was given rivaroxaban and aspirin post procedure. On (B)(6) 2020, four days post procedure the patient came to the emergency room due to weakness. The patient was diagnosed to have developed pericardial effusion requiring intervention with evidence of cardiac tamponade. A chest x-ray, tte and diagnostic catheterization was performed to diagnose the event. The patient was hospitalized for further management and treatment of the event. The patient remains hospitalized and has not recovered from the event.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was given rivaroxaban and aspirin post procedure. On (B)(6) 2020, four days post procedure the patient came to the emergency room due to weakness. The patient was diagnosed to have developed pericardial effusion requiring intervention with evidence of cardiac tamponade. A chest x-ray, tte and diagnostic catheterization was performed to diagnose the event. The patient was hospitalized for further management and treatment of the event. The patient remains hospitalized and has not recovered from the event. It was further reported that the patient underwent successful placement of 27mm watchman flx closure device. Four days post procedure the patient came to the emergency room due to weakness, shortness of breath and chest discomfort. Tte was performed which showed that the patient had developed a pericardial effusion of size 1.3 cm requiring intervention with evidence of cardiac tamponade. As per the source, CT scan revealed a large pericardial effusion. On (B)(6) 2020, the patient underwent a pericardiocentesis/pericardial puncture to treat the event where 660 ml of sanguineous fluid was drained using ultrasound guidance. The patient hemodynamically improved and was discharged home.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was given rivaroxaban and aspirin post procedure. On (B)(6) 2020, four days post procedure the patient came to the emergency room due to weakness. The patient was diagnosed to have developed pericardial effusion requiring intervention with evidence of cardiac tamponade. A chest x-ray, tte and diagnostic catheterization was performed to diagnose the event. The patient was hospitalized for further management and treatment of the event. The patient remains hospitalized and has not recovered from the event. It was further reported that the patient underwent successful placement of 27mm watchman flx closure device. Four days post procedure the patient came to the emergency room due to weakness, shortness of breath and chest discomfort. Tte was performed which showed that the patient had developed a pericardial effusion of size 1.3 cm requiring intervention with evidence of cardiac tamponade. As per the source, CT scan revealed a large pericardial effusion. On (B)(6) 2020, the patient underwent a pericardiocentesis/pericardial puncture to treat the event where 660 ml of sanguineous fluid was drained using ultrasound guidance. The patient hemodynamically improved and was discharged home. It was further reported that the patient was discharged from the initial implant procedure on (B)(6) 2020, one day post procedure. The patient was then discharged on (B)(6) 2020 after their second admission.